Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data showed the battery fully depleted from 100% and shut off within two days. The customer¿s blood glucose (bg) level was over 600 (mg/dl). Reportedly, the customer was not always responsive to questions asked by tandem technical support during troubleshooting. A bolus was delivered to address bg level and follow up confirmed the customer's bg level had lowered to 250 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.